Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead.

Event description:
Information received from the manufacturer's representative reported that one of the paddle leads of the implantable neurostimulator (ins) wasn't working for the patient's pain (lack of coverage) so 2 percutaneous octad leads were then implanted. Group impedances were normal (500-700 ohms) and the ins system was working. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
The indication for use for the implanted device was for post laminectomy pain and not for spinal pain as previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.